Manufacturer narrative:
(B)(4). Batch # t5c327. Investigation summary: the analysis results showed that one gst60b cartridge reload was returned unfired with 3 double driver out of position, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from right proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a semi-open colectomy, the cartridge could not be loaded into the jaw before use. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales checked the cartridge after the procedure, it was found that some drivers almost came off the cartridge. But the drivers did not fall out completely.